Event description:
The pt tested her blood glucose at 1 am on suspect device and it was 107mg/dl. She was having symptoms of hypoglycemia. 45 minutes later the paramedics arrived and they tested her blood glucose on their device and it was 46mg/dl. She was given a glucose injection and some food.